Manufacturer narrative:
Contact office correction: (B)(4). Philips field service was declined by the customer. As such, the manufacturer could not duplicate the reported problem. The device was not returned for investigation. The customer biomed replaced the data acquisition pcba to resolve this issue. The customer replaced the (B)(4) ribbon cable as a precautionary measure. The device is back in service.

Event description:
The customer reported a vent inop condition, pressure sensors failure occurrence. No patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The customer reported a vent inop condition, pressure sensors failure occurrence. No patient involvement.